Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon had close the device and not possible to be opened. It happened at the beginning of the surgery. No patient harm and there was no tissue damaged. No further information available.